Manufacturer narrative:
Batch review performed on 11 june 2021: lot 189736: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-mar-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar event has been reported for this lot. Additional devices involved: batch reviews performed on 11 june 2021: anatomical shoulder system 04.01.0089 double eccenter (k170910) lot 1902185: (B)(4) items manufactured and released on 28-jun-2019. Expiration date: 2024-jun-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar event has been reported for this lot. Anatomical shoulder system 04.01.0026 humeral anatomical metaphysis - cementless - 135° - 9 (k170910) lot 1906624: (B)(4) items manufactured and released on 15-nov-2019. Expiration date: 2024-nov-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar event has been reported for this lot. Anatomical shoulder system 04.01.0133 hc pegged glenoid ø50 (k170910) lot 184441: (B)(4) items manufactured and released on 4-feb-2019. Expiration date: 2024-gen-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar event has been reported for this lot.

Event description:
1 year and 5 months after the primary surgery the patient came in reporting pain due to a failed subscapularis and the cause is unknown. The surgeon revised the humeral head, humeral anatomic metaphysis, double eccenter, and hc pegged glenoid. The surgery was completed successfully.